Event description:
A customer reported odor/smells emitting from their sterrad 200, single door sterilizer. There are no reports of harm or injury to any healthcare worker. An asp field service engineer (fse) was dispatched onsite to assess the unit.

Manufacturer narrative:
Device manufacture (mo/yr): 3/11/2004. Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and failure mode effect analysis. The DHR (device history review) for sterrad 200 system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 200 did not reveal a trend of odor/smells and haze/oil mist failures. Trending analysis for haze / oil mist issues associated to the sterrad 200 found there is not a significant trend. Trending analysis for odor/smells issues associated to the sterrad 200 found there is a significant trend. Trending from (B)(6) 2011 found there is a significant trend, which occurred as of (B)(6) 2011. A review of the dpmo chart for this issue from (B)(6) 2010 through (B)(6) 2011 revealed there was not yet a significant trend (since the control limits recalculate monthly). This complaint lies outside the realm of that trend. The fmea (failure mode effect analysis) relating to similar issues was reviewed and the risk was acceptable. The hhes (health hazard evaluations) were reviewed. The hhe health index for the odor/smells issue was considered none/negligible risk. The hhe health index for the haze/oil mist issue was considered low risk. Medwatch 2084725-2011-0049 was reported for haze/oil mist. The customer report of odor/smells was investigated and confirmed. The field service engineer (fse) stated that the odor was caused from oil heating on the pump housing. The vacuum pump was blowing too hard causing liquid oil (oil mist) to be forced from the mist filter. The assignable cause of the oil mist reported as an odor was the vacuum pump and the oil mist filter. The vacuum pump was returned for testing without the oil mist filter and catalytic converter. Testing of the returned parts confirmed the oil mist.

Manufacturer narrative:
An asp field service engineer (fse) was dispatched to the customer site for the report of odor/smell. The fse found the sterrad 200 sterilizer vacuum pump was blowing too hard causing liquid oil to be forced from the mist filter. The oil was heating on the pump housing causing the odor. The issue was resolved by replacing the vacuum pump assembly and the oil mist filter assembly. The fse checked the system parameters and confirmed the unit meets manufacturer specification.